Event description:
Additional information obtained on 12/30/2010 from the patient's peritoneal dialysis (pd) is as follows: the patient acquired (B)(6) peritonitis from the system error 2240 (air in line) incident. The patient was admitted to the hospital for the peritonitis on (B)(6) 2010 and was discharged (B)(6) 2010.

Manufacturer narrative:
(B)(4). A batch review was performed for potentially associated lots (h10f27016, h10g27048, h10h27079), with no issues noted during the manufacturing process. The root cause was determined to be a loose connection. Baxter has received similar reports for the reported problem. The root cause investigation is in progress through CAPA investigation (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The sample was discarded. A follow-up report will be submitted upon the completion of baxter's investigation.

Event description:
A caregiver contacted (B)(6) regarding assistance with a system error 2240 while using the homechoice (hc) during drain 2. The caregiver stated the patient's patient line accidentally disconnected from the transfer set while he was sleeping. (B)(6) explained that a large amount of air had entered into the cassette. The caregiver had already turned the hc off and gts had them cycle power again to fully clear the system error. Gts then advised the caregiver to notify the patient's dialysis nurse, discard the supplies, and start over with new supplies. No injury or medical intervention was reported.